Event description:
It was reported that the procedure was to treat the superficial femoral artery (sfa) with heavy calcification and 90% stenosis. The lesion was pre-dilated with a 5x100 mm armada balloon. The 5x60 mm supera self expanding stent system (sess) was advanced to the lesion and the stent was deployed. When the delivery system was removed over the wire, the stent was attached to the nose cone and came out with the delivery system. Another supera sess was used to complete the procedure. There were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.